Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 the patient infusion set fell off during use and infusion set was in use for 2 days. The blood glucose level was reported 220 mg/dl. No further information available.